Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) via manufacturer representative regarding a patient who was receiving morphine drug via an implantable pump for pelvis/pelvic/malignant pain indications for use. It was reported that the patient had refill last week and had reached low reservoir, but alarm did not silence after an update. The technical services (tss) had the company representative (rep) confirm there were no new events in the logs and confirmed this is a known issue. The tss walked caller through silencing active alarm. Troubleshooting resolved issue.